Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Review of the transmission revealed that the implantable cardioverter defibrillator was post paced t-wave oversensing. The device was reprogrammed resolving the issue. The patient was in stable condition before, during and after the programming.